Event description:
It was reported and through investigation that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve replacement after an implant duration of 4 years, 6 months due to to severe regurgitation, stenosis, and paravalvular leak. Patient presented with increase in sob, le edema. A transcatheter valve 29mm 9755rsl was attempted but the patient was transferred to or for a redo-avr using 29mm 11500a valve. Patient was discharge on pod#10. Per medical records, recent tee showed severe ai with paravalvular leak, valve-in-valve tavr which was complicated by malposition of the new valve within area of dehiscence with resulting severe al not amendable to percutaneous intervention. Then, patient was taken for an emergent redo-avr using a 29 mm lnspiris bioprosthetic valve. The patient was transferred to ICU and developed atrial fibrillation on pod 5.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, g3, g6, h4, h6 health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors including hyperlipidemia (hld). Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx underwent a valve-in-valve replacement after an implant duration of 4 years, 6 months due to unknown reason. Per report, a 29mm 9755rsl transcatheter valve "was deployed in the pvl space and not in the surgical valve". The patient was transferred to the or for surgical valve replacement.